Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021. The lens was exchanged for another same model/length lens and the problem was resolved. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Expiration date unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -03.50 diopter, and the lens was implanted upside down in the patients right eye (od). There was no patient injury. The lens remained implanted. The cause of the event was unknown.